Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported an adverse skin reaction while wearing the adc freestyle libre sensor. The customer described "severe contact dermatitis reaction (blistering, swelling) within hours of replacement of the sensor." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in device manufacture is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correctional document for PMA/510k: date received by mfg was incorrectly documented in the initial and final report and has now been documented with the correct date.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correctional report as date received by mfg was incorrectly documented. Date received by mfg should have been 12/9/2019.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported an adverse skin reaction while wearing the adc freestyle libre sensor. The customer described "severe contact dermatitis reaction (blistering, swelling) within hours of replacement of the sensor." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported an adverse skin reaction while wearing the adc freestyle libre sensor. The customer described "severe contact dermatitis reaction (blistering, swelling) within hours of replacement of the sensor." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.